Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s001. Problem statement: "after difficult track over iliac vessels (see (B)(4)), unable to retract sheath and deploy stent (this (B)(4)). Per telephone conversation between ccok rep and doctor: via a telephone conversation the doctor acknowledged the anatomy was tortuous and heavily calcified ¿ also had difficulty with a smaller fr stent delivery post ptx attempt ¿ he advised he isn¿t sure if it is actually a product fault or a result of the difficult anatomy" device evaluation: the zisv6-35-125-5.0-40-ptx device involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced through a cook anl 1 access sheath, over an amplatz stiff wire guide of 0.035¿ diameter. The device thumbwheel rotated freely, and the sheath did not retract. As a result, the stent could not deploy. No portion of the stent remained in the patient, and the patient did not require any additional procedures as a result of this occurrence. The physician stated that the patient anatomy caused difficulty during the placement and retrieval of the device. The customer was contacted to request additional information. At the time of the investigation, the information has not yet been provided. The investigation will be updated when the information becomes available. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the difficult patient anatomy. From customer testimony, it is known that the anatomy was heavily calcified and tortuous. The difficult anatomy could have created resistance during advancement and deployment. In addition, the physician continued to advance the device despite encountering resistance. The resistance could have damaged the device, and caused or contributed the difficulty during deployment. However, as the device will not be returned and information is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product instructions for use: "if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the information is provided. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿¿thumbwheel malfunctions during deployment". After difficult track over iliac vessels (see (B)(4)), unable to retract sheath and deploy stent (this (B)(4)) per telephone conversation between ccok rep and doctor: via a telephone conversation the doctor acknowledged the anatomy was tortuous and heavily calcified ¿ also had difficulty with a smaller fr stent delivery post ptx attempt ¿ he advised he isn¿t sure if it is actually a product fault or a result of the difficult anatomy.

Event description:
MDR is being submitted based on the device malfunction precedence: ¿¿thumbwheel malfunctions during deployment". After difficult track over iliac vessels (see (B)(4)), unable to retract sheath and deploy stent (this (B)(4)) per telephone conversation between ccok rep and doctor: via a telephone conversation the doctor acknowledged the anatomy was tortuous and heavily calcified ¿ also had difficulty with a smaller fr stent delivery post ptx attempt ¿ he advised he isn¿t sure if it is actually a product fault or a result of the difficult anatomy.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) # p100022/s001. Problem statement "after difficult track over iliac vessels (see (B)(4)), unable to retract sheath and deploy stent (this (B)(4)). Per telephone conversation between ccok rep and doctor: via a telephone conversation the doctor acknowledged the anatomy was tortuous and heavily calcified ¿ also had difficulty with a smaller fr stent delivery post ptx attempt ¿ he advised he isn¿t sure if it is actually a product fault or a result of the difficult anatomy" device evaluation the zisv6-35-125-5.0-40-ptx device involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced through a cook anl 1 access sheath, over an amplatz stiff wire guide of 0.035¿ diameter. However, the physician provided information on the 22nd may 2018 that confirmed that the wire guide was a 0.018¿ boston scientific control wire guide. The device thumbwheel rotated freely, and the sheath did not retract. As a result, the stent could not deploy. The device thumbwheel rotated freely, and the sheath did not retract. As a result, the stent could not deploy. No portion of the stent remained in the patient, and the patient did not require any additional procedures as a result of this occurrence. The physician stated that the patient anatomy caused difficulty during the placement and retrieval of the device. The physician confirmed that the stent did not partially deploy. The replacement device was an abbott stent. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the difficult patient anatomy, or the use of a non-recommended wire guide. From customer testimony, it is known that the anatomy was heavily calcified and tortuous, and the complaint device was advanced over a 0.018¿ diameter wire guide. The difficult anatomy could have created resistance during advancement and deployment, and the wire guide could have provided insufficient support during deployment. In addition, the physician continued to advance the device despite encountering resistance. The resistance could have damaged the device. These factors could have caused or contributed the difficulty during deployment. However, as the device will not be returned and information is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product instructions for use: "if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. Precautions: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment and removal in order to ensure adequate support of the system¿ document review prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.